Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead introducer could not be removed due to the handle of the peel away system breaking off. It was noted that the user did not receive a guide on how to remove the introducer. No patient complications have been reported as a result of this event.